Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging an unspecified error message with the subject meter. There was no allegation of harm or injury as a result of the reported issue. This complaint was initially not reportable due to the following conclusions: the customer support representative walked the reporter through a test on the phone and the issue was noted to be resolved. On (B)(4) 2012, lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. Investigation confirmed there were error messages in the meter's error log but was not able to reproduce the any error messages during testing.